Event description:
It was reported that, during a cori assisted tka procedure, a real intelligence robotic drill displayed a "system timeout" notification and it was unable to proceed to the next screen. The notification was displayed after continuing to press the confirmation for "overused robotic drill." The usage count of the drill showed 87. The customer tried to reboot and re-create the new case, but the same issue occurred. The procedure was continued by changing to manual procedure, without any delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number sn (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an overused drill without service. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.